Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. It was noted that the patient had a complex vascular access due to the significant degree of arterial calcification. A 14f sheath was inserted, followed by the delivery system. However, the delivery system was unable to be advanced. A 18f sheath was also used without success. Then a 20f sheath was used and advancement of the delivery system was successful. During advancement, a peripheral balloon for dilation was required due to the significant calcification of the pathway. The valve then successfully implanted. After the removal of the flexnav delivery system, during the withdrawal of the sheath, an iliac artery dissection was observed. A balloon inflation was performed at the site, while the vascular surgery team arrived. A covered stent was then implanted. During the subsequent course, the patient developed cardiac arrest secondary to hypovolemic shock. Resuscitation maneuvers were performed. However, they were unsuccessful and the patient passed away.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.